Event description:
Received information stating customer received multiple occlusion alarms. The cartridges were observed to be cracked. The customer's blood glucose level was elevated.

Manufacturer narrative:
Follow up with contact on (B)(6) 2014 indicates that customer is "doing great". Customer's blood glucose level was good and not further alarms had occurred. No product returning for evaluation. Should nw relevant information become available, a follow up report will be submitted.